Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient received low values from the meter despite being administered glucose. Between 08:52 and 9:06, samples from the patient were tested using the meter, resulting with the following glucose values: 19 mg/dl, 34 mg/dl, 34, mg/dl, and 37 mg/dl. Within 15 minutes of meter testing, a sample from the patient was tested on a radiometer blood gas device, resulting with a glucose value of > 300 mg/dl.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention controls and retention test strips. Results (qc ranges: level 1 = 100 - 136 mg/dl, level 2 = 261 - 353 mg/dl): level 1 = 116 mg/dl; level 2 = 297 mg/dl. The device was disassembled for further investigations of the electronic parts. The visual inspection of the electronic parts showed no abnormalities, no contamination was found. The meter works within specifications.